Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Chordal rupture/tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported the reported difficult to remove (anatomy) could not be determined. The reported unspecified tissue injury was a cascading effect of the reported difficult to remove (anatomy) as there was chordal rupture during the attempt to free the clip from the chordae. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains implanted and the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. When advancing the mitraclip delivery system (cds) to the mitral valve and when pulling back for grasping the clip got caught on chordae. The clip was freed, however a chordae rupture occurred. The clip was implanted, and mr was reduced to 2. There was no clinically significant delay during the procedure. No additional information was provided.